Event description:
It was reported that stent damage occurred. The de-novo target lesion was located in the mildly calcified right coronary artery (rca). Pre-dilatation was not performed. A 16x4.50 omega¿ stent was selected for use and advanced to treat the lesion. However, significant resistance was met. The physician removed the device and noted that stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an omega sds with stent. The balloon was tightly folded with the stent secure on the balloon between the markerbands. Microscopic examination revealed that the stent was damaged. The first row of struts on the proximal end of the stent were flared and bent. Microscopic examination and tactile inspection presented no damage or irregularities in the inner and outer shafts. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the balloon material or balloon bonds. Microscopic examination presented no damage or irregularities to the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The de-novo target lesion was located in the mildly calcified right coronary artery (rca). Pre-dilatation was not performed. A 16x4.50 omega¿ stent was selected for use and advanced to treat the lesion. However, significant resistance was met. The physician removed the device and noted that stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).